Event description:
According to the reporter, intra-operatively, after attaching the cartridge to the handle, device was locked and stapling could not be done. The surgeon was able to press the green button but was unable to squeeze the handle. It was stated that the staples have advanced slightly. The device was not used on the patient. A new handle and reload were prepared and used. There was no patient injury.

Manufacturer narrative:
Additional information: b5, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the device was found to be pre-fired and engaged in interlock. Functionally, I-beam was could be fully retracted without difficulty. The returned reload was unloaded from the returned handle. The reload was loaded into a representative handle and the returned handle. The interlock was overridden and the reload was applied to test media. All staples were properly placed, and test media was transected. The reload interlock was tested and found to function properly. It was reported that the device did not fire, and the staples released prematurely from the device. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, after attaching the cartridge to the handle, device was locked and stapling could not be done. The surgeon was able to press the green button but was unable to squeeze the handle. It was stated that the staples have advanced slightly. The device was not used on the patient. A new device was prepared and used.